Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: a 56 year old male with acute myocardial infarction and cardiogenic shock underwent implantation of an impella 5.5 on february 20. Following implantation, the motor waveform amplitude progressively decreased and became nearly flat. Multiple position adjustments were attempted with no improvement. A significant discrepancy of approximately 40¿50 mmhg was noted between the bp and ao position waveforms on the patient monitor, prompting suspicion of thrombus at the outlet area. Ultrasound imaging revealed a structure consistent with thrombus; however, because impella flow was still present, the clinical team elected to continue monitoring. Despite ongoing flow, the patient¿s hemodynamics could not be maintained, and the 5.5 was removed and replaced with an iabp. Upon explant on february 27, substantial thrombus was identified at both the inlet and outlet areas. Act was reported to have been maintained between 160¿180 seconds, and no adverse changes in the patient¿s health status were reported. Additional information received on march 3 indicated that due to anticipated long term heart failure, a 5.5 was originally planned, but a cpsa was initially inserted instead because of surgical department limitations. After one-week, ongoing support was required and the device was escalated to a 5.5. Based on the available information, the complaint involves thrombus formation on the impella 5.5, evidenced by impaired motor waveform, hemodynamic instability, and visual confirmation of thrombus at explant. There is no indication of a device placement issue and anticoagulation was reportedly within the targeted range. A definitive root cause cannot be determined from the provided information. The patient survived. The impella 5.5 will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Hemodynamic instability: since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined. Placement signal issue: since neither product nor data logs were available for investigation, the cause of the placement signal issue could not be determined.